Event description:
It was reported that after implantation of an iol a scratch was noted on the optic of the device. The lens was removed and replaced with another iol of an unknown model and diopter. Incision enlargements and sutures were required. Additional information was requested, but not yet received.

Manufacturer narrative:
The device was returned in two pieces. Visual inspection found the optic to have slight scratches. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The device history record (DHR) review, did not find any anomalies or non-conformities related to the reported event. The most likely cause of the event is user related factors such as loading or handling techniques and/or procedural factors such as lens and inserter interaction.

Event description:
Additional information was received from surgeon who indicated the lens came out of the injector scratched, which is allegedly, the reason for incision enlargement and sutures.